Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, accuracy testing, and a review of labeling. A review of customer complaints was performed but did not identify any similar issues. Patient returns were not available for evaluation. Accuracy testing was completed to evaluate the assay performance using a file kit of reagent lot 00915g000. All replicates met acceptance criteria and the testing passed. A review of labeling was performed and found to adequately address the issue. A malfunction and a deficiency were not identified as the complaint text indicates the issue was resolved through recalibration. This evaluation has determined that the architect intact pth assay is performing as intended.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated the architect analyzer (sn (B)(4)) is generating falsely elevated ipth results on 9 patient samples. The results provided were: (B)(6). There was no reported impact to patient management. There was no additional patient information provided.